Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed and resulted in an inappropriate shock. An invasive procedure was performed and the lead was found to have fractured. It was suspected the fracture was due to the lead being sutured around the device header. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.